Event description:
It was reported that a pseudoaneurysm occurred. The lesion was approached from the opposite side. The 80% stenosed target lesion was located in the moderately tortuous left side of the external iliac artery. A 10x60x75mm epic¿ vascular stent was selected and was deployed to treat the target lesion. Post dilatation was performed with a 8mmx4cm non bsc balloon catheter. It was noted that a pseudoaneurysm formed near the stent. A non bsc covered stent was implanted to cover the previously placed stent. Contrast flowed into the pseudoaneurysm and it was gone. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an epic stent delivery system (sds). The outer sheath was kinked 9cm from the handle. There was no evidence of any material or manufacturing deficiencies contributing to the kink. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a pseudoaneurysm occurred. The lesion was approached from the opposite side. The 80% stenosed target lesion was located in the moderately tortuous left side of the external iliac artery. A 10x60x75mm epic¿ vascular stent was selected and was deployed to treat the target lesion. Post dilatation was performed with a 8mmx4cm non bsc balloon catheter. It was noted that a pseudoaneurysm formed near the stent. A non bsc covered stent was implanted to cover the previously placed stent. Contrast flowed into the pseudoaneurysm and it was gone. No further patient complications were reported and the patient's status was fine.